Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer confirmed that the device had been dropped. Blood glucose level at the time of the incident was 222 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.